Event description:
It was reported that a spectrum pump had a door issue. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom which was reproduced. The eval found that excessive force was required to close door. The door hooks were replaced.